Event description:
It was reported that the device was separated and removed using a microcatheter. The very low stenosed target lesion was located in the tiny, severely tortuous, and many bifurcations artery. A 180x25cm fathom 16 guidewire was selected for use. During the procedure, the guidewire was manipulated with the torque, however, the shapeable end of the wire did not work in phase under fluoroscopy. A visual separation was noted. When the guidewire was pulled out, it was noticed that the shapeable part of the wire was not pulled out. The microcatheter was advance carefully and slipped over the wire fragment. When the whole wire fragment was in the microcatheter, they pulled the microcatheter out together with the fragment. The procedure was completed with a different device. There were no complications reported, and patient was stable post procedure.

Event description:
It was reported that the device was separated and removed using a microcatheter. The very low stenosed target lesion was located in the tiny, severely tortuous, and many bifurcations artery. A 180x25cm fathom 16 guidewire was selected for use. During the procedure, the guidewire was manipulated with the torque, however, the shapeable end of the wire did not work in phase under fluoroscopy. A visual separation was noted. When the guidewire was pulled out, it was noticed that the shapeable part of the wire was not pulled out. The microcatheter was advance carefully and slipped over the wire fragment. When the whole wire fragment was in the microcatheter, they pulled the microcatheter out together with the fragment. The procedure was completed with a different device. There were no complications reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The guidewire and a torque device were returned. It was observed that the coating was detached/separated, also the core wire was detached. No other damages were observed. Microscope inspection revealed that the coating of the guidewire was detached/separated, and the core wire was detached. No other damages were observed. The functional inspection could not be performed due the coating was detached/separated. The dimensional inspection in three sections (distal, medium, proximal) revealed that the outer diameter (od), were found to be within specification. The length of the guidewire is 169.6 cm from the detachment point to the proximal end.